Event description:
Per the clinic, the patient experienced an infection at the abutment site which was treated with oral antibiotics (date and duration not reported). The infection is now cleared.

Manufacturer narrative:
This report is submitted on october 09, 2023.